Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced access door - unexpectedly opens, end/siderail cannot latch upright, mid-position, or stuck at lowest height or false latch of siderail; access door - wont latch/lock. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 16 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.